Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2020-03495 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs did not indicate any attempts from the user to charge or discharge during the event. The r series logs record all button pressess and error messages, no evidence was found within the log to support the customer's report. The report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.